Event description:
It was reported that the user experienced no glucose readings on the ilet due to the cgm sensor being paired to another device, as indicated by a ¿sensor already in use¿ message after the user had previously connected the sensor via the libre app; the user was instructed to discontinue use of the app, replace the sensor, and re-pair to the pump, after which the new sensor successfully entered warmup. Symptoms included no glucose data available. Outcomes included temporary interruption of automated insulin dosing dependent on cgm data until successful re-pairing. Investigation included technical troubleshooting and user education conducted by customer care. Investigation of this case revealed the sensor had been linked to a different device, preventing data transmission to the pump. It was concluded that the event resulted from use error related to pairing the sensor with a non-pump device, and functionality was restored by replacing and correctly pairing the sensor.